Event description:
It was reported, the biomedical engineer was doing an output check, when it was found the epg (external pulse generator) would not power on. The battery was replaced, with no change. The epg was later returned with a report that when the epg is powered on, there are flashing vertical lines on the bottom screen, then the values on the top screen disappear. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis could not confirm the reported event. Side bail covers and ring cover are broken. Serial number label is torn. Keyboard is scratched.